Event description:
The facility reports the pt was being transferred back to bed when the hanger bar made a popping noise and fell on the pt's left leg. The pt was already over the bed and suffered no injuries.